Manufacturer narrative:
B3 - date of event: used 08/01/2025 as the event date was not reported. E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. An 8.0mmx60mmx135cm (4f) sterling mr balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.